Event description:
It was reported that the customer was hospitalized several times over the weekend and the cannulas were bent. The customer experienced nausea and vomiting. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run the high pressure test and passed. Days later, the mother called back and reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 400mg/dl, and she was treated with an insulin drip and medication to stop the nausea. Once her glucose level was stable, checked the ketones, and gave her a manual injection to lower her glucose level, she was released. The mother mentioned that the insertion tool could be a factor at some point. Further testing could not be performed, as customer was at the school at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.